Event description:
The pt reported he had not been able to charge his ipg in over 8 months. He stated his ipg is no longer functional. He allegedly has an appointment with the physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.